Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate automatic mode switches. On (B)(6) 2018, the lead was explanted and replaced. During procedure, the implantable cardioverter defibrillator was electively explanted and replaced due to advisory. The patient was asymptomatic throughout the event and was in stable condition post operation.